Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient's wife stated that her husband also had a left total hip replacement. The patient is currently experiencing audible clicking in his left hip and has elevated cobalt levels. The patient will know in approximately 3 months if he is to have a revision.

Manufacturer narrative:
Corrected data: type of reportable event, serious injury, additional information: executive summary: sales rep reported a left hip revision, patient code - injury.

Event description:
The patient's wife stated that her husband also had a left total hip replacement. The patient is currently experiencing audible clicking in his left hip and has elevated cobalt levels. The patient will know in approximately 3 months if he is to have a revision. Sales rep reported a left hip revision.

Manufacturer narrative:
An event regarding audible noise and elevated levels involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical notes and x-rays by a clinical consultant noted the following; [...] With two total hip arthroplasties in situ more than nine years, the diagnosis of trunnionosis based on one moderate serum cobalt elevation is not justified based on the clinical and radiographic material reviewed. None of the components implanted in either hip were subject to a recall. There is no evidence these revision surgeries were the result of factors of faulty component design, manufacturing or materials.[...] Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review concluded [...] With two total hip arthroplasties in situ more than nine years, the diagnosis of trunnionosis based on one moderate serum cobalt elevation is not justified based on the clinical and radiographic material reviewed. None of the components implanted in either hip were subject to a recall. There is no evidence these revision surgeries were the result of factors of faulty component design, manufacturing or materials.[...] No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The patient's wife stated that her husband also had a left total hip replacement. The patient is currently experiencing audible clicking in his left hip and has elevated cobalt levels. The patient will know in approximately 3 months if he is to have a revision. Sales rep reported a left hip revision.